Manufacturer narrative:
(B)(4); at this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory it was noted that the complete electrode was returned. Visual inspection found a set screw mark on the high voltage contact ring. Further inspection noted the conductor coils were flattened on the shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that the patient had fallen while bowling and the received a shock. Upon interrogation it was found that the shock was inappropriately administered due to the device oversensing noise. The noise was seen on all three vectors and was reproducible. The patient had also received a second inappropriate shock while showering. It was noted that the patient is thin and the rwave amplitude measurements were observed to be small. The physician stated that the x-ray did not show any significant findings. The patient the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off to avoid further inappropriate shocks. The physician felt the small rwave amplitude was the main cause of the noise. Approximately one year later the patient underwent a replacement procedure where the s-ICD and electrode were explanted and replaced with a transvenous system. No additional adverse patient effects were reported. ---

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient had fallen while bowling and the received a shock. Upon interrogation it was found that the shock was inappropriately administered due to the device oversensing noise. The noise was seen on all three vectors and was reproducible. The patient had also received a second inappropriate shock while showering. It was noted that the patient is thin and the rwave amplitude measurements were observed to be small. The physician stated that the x-ray did not show any significant findings. The patient the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off to avoid further inappropriate shocks. The physician felt the small rwave amplitude was the main cause of the noise. Approximately one year later the patient underwent a replacement procedure where the s-ICD and electrode were explanted and replaced with a transveneous system. No additional adverse patient effects were reported.